Manufacturer narrative:
Analysis was able to confirm customer comment that the ventricular output connector was broken and would not hold a cable. Analysis also noted that the hanger assembly was broken, main seal was contaminated, display wire was pinched but not compromised. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the device was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead port on the external pulse generator was loose and would not hold a cable. The device is expected to be returned for service and repair. There was no patient involvement.